Event description:
The customer reported that the subject device¿s forceps raiser function was poor. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the light guide lens adhesive had peeled off. This report is being submitted for the malfunction (adhesive peeled off) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a hook at the tip of the forceps channel, the forceps stopper was scraped, the forceps rising angle was insufficient, and the forceps stand was not working. In addition, service found the bending section of the insertion tube was collapsed, and the rubber adhesive was cracked due to external factors. The electrical connector demonstrated fluid ingress. Scratches were observed on the tip cover, insertion tube, tip body, operation part, control cover, up/down angle lever lock, right/left knob, right/left angle lock, grip, universal cord, and scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to deterioration caused by physical stress such as dropping/hitting or chemical stress during reprocessing caused the defect. Olympus will continue to monitor field performance for this device.